Event description:
Customer indicated they tested with the freestyle and rec'd a high glucose reading during the evening. Pt injected with insulin and experienced a hypoglycemic event around 3:00 am and lost consciousness. Pt was transported to the hospital via ambulance. Upon arrival at the hosp, their blood glucose reading was 21 mg/dl. Customer was unable to provide info as to whether the calibration code was set properly, or if proper testing techniques were used.